Event description:
It was reported that the gastrointestinal videoscope had noisy image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was attributed to a poorly functioning plug unit and poor circuit board (ad) substrate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.